Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD).programming changes were performed to resolve the issue. The patient was in stable condition.